Event description:
It was reported that during a ptca treatment procedure involving a calcified and totally obstructed chronic lesion in the distal portion of the left circumflex coronary artery, the maverick monorail balloon lost pressure at 6-8 atm's on the second or third inflation. 9the number of atm's reached on the initial inflations is unknown.) The pt was asymptomatic during this event. It is noted that resistance was met during insertion of the maverick monorail balloon catheter. The maverick monorail balloon catheter was removed and replaced with a terumo balloon catheter which also failed. The terumo catheter was replaced with another maverick monorail balloon catheter to successfully complete the procedure. A 6f daig introducer sheath, a 0.014" choice pt guidewire, a 6f zuma guide catheter and an acs inflation device were also used in this case. Pt status is reported as 'good'. No add'l info is available at this time.